Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer requires constant stylus calibration; overlay/bezel assembly found out of electrical specification and stylus found out of calibration. (B)(4).

Event description:
It was reported that the stylus would not stay calibrated. The caller was constantly having to recalibrate. The programmer was returned for repair. There was no patient involvement.